Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and catheter leaks occurred. During the operation, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the operation. There was no adverse event reported on patient. The unintended leak (in addition to its unintended location) is MDR-reportable.

Manufacturer narrative:
On 3-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and catheter leaks occurred. During the operation, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. The first visual analysis revealed no anomalies or damage in the device; however, during the irrigation test, leakage was detected. For this reason, a second visual inspection with the microscope was performed and a hole in the surface of the irrigation tube in the side port area was observed. Device history record was performed for the finished device 50000260 number, and no internal actions related to the reported complaint condition were identified. The failure observed with the side port could be related to the issue reported; therefore, the customer complaint was confirmed. The root cause of the damage in the side port could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).